Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the plunger did not engage when pressure applied with an unspecified bd pen needle. The following information was provided by the initial reporter: patient complained that the plunger did not push in. When inspected by nurse, it was confirmed the plunger did not engage when pressure was applied.

Manufacturer narrative:
H.6. Investigation: zero (0) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps could not perform a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections since the batch number is unknown. Since the sample was not received and the lot history and material number are unknown, investigation cannot be performed as a sample is required to investigate further. H3 other text : see h.10.

Event description:
It was reported that the plunger did not engage when pressure applied with an unspecified bd pen needle. The following information was provided by the initial reporter: patient complained that the plunger did not push in. When inspected by nurse, it was confirmed the plunger did not engage when pressure was applied.